Event description:
It was reported that before a ventricular tachycardia (vt) ablation procedure, this device exhibited oversensing of noise. Technical services (ts) was consulted and inquired whether any external patches were present on the patient. It was confirmed that both EKG monitoring and external defibrillator pads were in place. Ts noted that these external devices may be contributing to signal interference and recommended evaluating after the procedure with all external patches removed. No adverse patient effects were reported. This device remains in service.